Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that their blood glucose was nearly 400 mg/dl. They had to revert back to manual injections. No further details were given. The device will not be returned for analysis.